Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A purge disc alarm was noted on the console at the start of the case, indicating that the purge disc could not be detected. Troubleshooting was attempted, and the automated impella controller (aic) was subsequently exchanged for a new controller. Following the exchange, the system functioned appropriately without further issues. The removed aic was sent to biomed for inspection and evaluation. The reported events are purge disc not detected, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.